Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that rotaflow console generated the error message "reference error". The error occurred on 10th of july. After discovering the malfunction, the customer immediately took the machine off and switched to another unit. The exchange did not cause obvious harm to the patient. The device was taken out of use. During inspection, it was found that the power supply board and the flow board were damaged. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician on 2021-07-15. The technician confirmed the reported failure "reference error" and replaced the rfc power supply board (701011675) as well as the rfc flow measure board (701011681). The reported failure "reference error" was already investigated by the getinge life cycle engineering and determined the root cause as a partial breakthrough on the capacitor c109 on power supply board, which overloads the voltage converter. This led to the reported error. A device history record review (DHR) was performed on 2021-09-15. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "reference error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that rotaflow console generates the error reference. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).